Event description:
It was reported that a tpn bag was leaking at the seam on the top right hand corner after compounding. This report documents no patient involvement or adverse events. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: magnified visual inspection found a knife cut on the edge of the bag. It is unknown when the damage occurred. A batch review found no indication of related nonconformance during the manufacture of this product.